Event description:
Customer reports, a dr was attempting to place a uvc in a baby, when the hemostats shredded the babies umbilicus. They were able to salvage the procedure by using other hemostats available on the floor. The dr reported the hemostats were in a kit marked "new and improved". He stated, he had to use two hands just to get them open. And then they injured the umbilicus. The baby is reported to be stable. Age of pt is 34 weeks.